Event description:
The customer reported to olympus, evis exera iii xenon light source displayed color bars whether one of two scopes was plugged in or not. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the evis exera iii xenon light source was displaying color bars, regardless whether one of two scopes was plugged in or not. The customer attempted to plug in two scopes was unable to resolve the issue with the color bars. Even jiggling the scope when inserted in the socket did not help clear the color bars. Tac recommended that the customer remove and properly reseat both light source cables located in the back of the cv-190 and the clv-190. Additionally, tac advised the customer to inspect the clv-190 socket for any dust or debris and clean the scope contact. Subsequently, the customer contacted tac to report that the original issue had been resolved. It was found that there was very dusty in the keyboard port, which the customer had to clean off. The customer also informed atc that where was an e209 error code. Tac instructed the customer to power down the cv-190 unit, then power it back on after removing and reinserting the thumb drive. No errors occurred thereafter. The customer was able to use a scope to take pictures around the room, and successfully able to capture images, and print them out without any errors. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
E3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, olympus technical assistance center (tac) advised the customer to inspect the clv-190 socket for any dust or debris and clean the scope contact. Subsequently, the customer contacted tac to report that the original issue had been resolved after cleaning off the ¿very dusty keyboard port¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.